Event description:
It was reported that a flogard infusion pump experienced an f-38 alarm. There was no patient involvement. Additional information was requested and is not available.

Manufacturer narrative:
(B)(4). The device was serviced at the customer site by a field service technician. Review of the alarm log identified the reported f38 alarm. Functional testing identified that an f38 alarm occurred at power on. This confirmed the reported condition. The cause of the reported condition was due to damaged force sensing resistors (fsrs) due to solution spillage. To correct the issue the fsrs were replaced. The device was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.